Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding to touch. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer tried to calibrate the touchscreen, but the issue remained. The remote service engineer (rse) provided the customer with the part number of the replacement touchscreen for repair. Per the good faith effort (gfe) response received on (B)(6) 2026, the biomedical engineer (bme) stated that the upper screen buttons were not responding when touched (silence and reset alarm). This was confirmed with a touchscreen test in service mode. The bme attempted touchscreen calibration without success and spoke to a philips engineer who agreed to a diagnosis of a touch screen issue. The bme ultimately ordered and installed the replacement touchscreen, performed touchscreen calibration, and verified that the issue was resolved. The device was tested with a breathing circuit and operated as intended. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.